Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On 6/jun/2023, it was reported that this patient on peritoneal dialysis (pd) had peritonitis. There were no reported allegations that the event was related to any issues with fresenius products. In an additional follow-up call, the patient¿s pd nurse confirmed the patient was hospitalized on (B)(6) 2023 for symptoms of abdominal pain. While hospitalized, the patient had a pd culture obtained and the patient diagnosed with peritonitis. The pd nurse did not have the pd culture results available. The patient was treated with unknown antibiotic therapy and continued pd treatments. At the time follow-up was completed, the patient remained in the hospital due to non-dialysis related comorbid conditions (according to the pd nurse). The nurse indicated that the patient did not have any issues with fresenius products in relation to the peritonitis event. The nurse was not able to provide the exact cause of the patient¿s peritonitis. However, it was stated that the peritonitis may have been due to a breach in aseptic technique (during the pd exchange) due to the patient¿s vision.

Event description:
On 6/jun/2023, it was reported that this patient on peritoneal dialysis (pd) had peritonitis. There were no reported allegations that the event was related to any issues with fresenius products. In an additional follow-up call, the patient¿s pd nurse confirmed the patient was hospitalized on (B)(6) 2023 for symptoms of abdominal pain. While hospitalized, the patient had a pd culture obtained and the patient diagnosed with peritonitis. The pd nurse did not have the pd culture results available. The patient was treated with unknown antibiotic therapy and continued pd treatments. At the time follow-up was completed, the patient remained in the hospital due to non-dialysis related comorbid conditions (according to the pd nurse). The nurse indicated that the patient did not have any issues with fresenius products in relation to the peritonitis event. The nurse was not able to provide the exact cause of the patient¿s peritonitis. However, it was stated that the peritonitis may have been due to a breach in aseptic technique (during the pd exchange) due to the patient¿s vision.

Manufacturer narrative:
Correction: h10 clinical investigation: a temporal relationship exists between the peritoneal dialysis (pd) therapy with the liberty select cycler/liberty cycler set and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a liberty select cycler/liberty cycler set malfunction or product deficiency was associated with this event. The patient¿s pd culture results are not available, and the cause of the peritonitis cannot be determined. However, peritonitis is a well-documented complication in patients undergoing pd therapy often caused by a breach in aseptic technique during the pd exchange. It was reported by the patient¿s pd nurse that the event may have been associated with a breach in technique due to the patient¿s vision.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
On (B)(6) 2023, it was reported that this patient on peritoneal dialysis (pd) had peritonitis. There were no reported allegations that the event was related to any issues with fresenius products. In an additional follow-up call, the patient¿s pd nurse confirmed the patient was hospitalized on (B)(6) 2023 for symptoms of abdominal pain. While hospitalized, the patient had a pd culture obtained and the patient diagnosed with peritonitis. The pd nurse did not have the pd culture results available. The patient was treated with unknown antibiotic therapy and continued pd treatments. At the time follow-up was completed, the patient remained in the hospital due to non-dialysis related comorbid conditions (according to the pd nurse). The nurse indicated that the patient did not have any issues with fresenius products in relation to the peritonitis event. The nurse was not able to provide the exact cause of the patient¿s peritonitis. However, it was stated that the peritonitis may have been due to a breach in aseptic technique (during the pd exchange) due to the patient¿s vision.